Event description:
Medtronic received information that 21 years and 8 months post implant of this 27mm mitral mechanical valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as abnormal leaflet motion which experienced slight friction. It was also reported that a transesophageal echocardiogram (tee) performed during an aortic valve replacement also discovered the abnormal leaflet motion of the mitral mechanical valve, therefore, it was explanted concomitantly during the aortic valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve sewing cuff appeared to have a pannus on both inflow and outflow. Both leaflets appeared intact with no evidence of damage such as cracks and surface anomalies. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets appeared to move easily. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms seemed intact. The sewing cuff shows signs of damage. The valve was rinsed under tap water, and it verified that the carbon subassembly rotated in the sewing ring. Thick, glistening off-white pannus covers the inflow aspect of the ring extending moderately to the outflow. Radiography did not reveal calcification on the valve. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.